Manufacturer narrative:
The device was returned to olympus for inspection. Additional information: d8, h4. The reported event was not reproduced. Based on the results of the investigation, a definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported, the generator had a frequent occurrence of e486 error (permanent reboot/temporary failure). The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.